Event description:
The following device was received as blind unit product code: 966180. However, it couldn t be associated with a complaint or any other existing record. As a result, this complaint was created to analyze the returned device from (B)(6). This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Visual examination of the device found the nylon impactor head had disassociated from the metal base. The threaded metal bases have separated from the impactor. The device has been subjected to heavy usage and has significant impact marks on the impaction surface. The overall condition of the device indicates heavy usage. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.